Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five used caresites without packaging were returned for evaluation. Visual examination of the caresites noted 4 of them to have one vertical crack on the female luer threads. No other defects were noted. The reported defect of leakage was confirmed. Five retain samples were visually examined per specification with passing results. As a result of other issues of this nature, a stop ring was added to the caresite valve. The reported lot number was manudactured prior to this valve change. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. It should be noted that although a lot number was provided, the reported lot number does not exist for the reported material number. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that there was a chemotheraphy leakage during use with the caresite. No injury reported.